Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type ib endoleak from the right distal limb. The endoleak was attributed to vessel dilatation. An endurant 16/10/156 limb was implanted from the right side and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient will be monitored.